Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with syncope. The patient noted about four days prior, they fell chest first, with no protection with hands. The ICD was interrogated and exhibited noise with pacing inhibition. It was suggested the ICD damage happened because of the patient's chest fall, and the device did not cause the patient to fall. The patient was admitted to the hospital's surgical intensive care unit, and a temporary pacer was installed in the cardiac catheterization laboratory. Subsequently, the ICD was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with syncope. The patient noted about four days prior, they fell chest first, with no protection with hands. The ICD was interrogated and exhibited noise with pacing inhibition. It was suggested the ICD damage happened because of the patient's chest fall, and the device did not cause the patient to fall. The patient was admitted to the hospital's surgical intensive care unit, and a temporary pacer was installed in the cardiac catheterization laboratory. Subsequently, the ICD was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.